Event description:
It was reported that during the cartridge change and fill tubing process, the infusion set cartridge leaked and the user¿s caregiver discarded the affected cartridge and supplies, after which new supplies were used and insulin delivery was resumed; the caregiver later acknowledged performing the change process incorrectly and received education on proper assembly and connection while the cartridge is inside the device. Symptoms included elevated glucose readings on the continuous glucose monitor without reported ketone testing. Outcomes included continued therapy after successful replacement and education, with no hospitalization or medical intervention reported. Investigation included technical support review, product use troubleshooting, and user education. Investigation of this case revealed user handling and connection error during the cartridge change process leading to leakage, which resolved with correct procedure and new supplies. It was concluded that the event resulted from user error and that the device functioned as intended once set up correctly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.